Event description:
The facility pharmacist reported to baxter (B)(4) a syringe adapter set that was leaking in the needle adapter. This event occurred before use. There was no patient involved; therefore, there was no patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual inspection was performed revealing no abnormalities. A gravity and underwater test for leakage was performed at 0.56 bar revealing no abnormalities. The reported condition of leak at the needle adapter was not confirmed. The root cause is not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.